Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.